Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging he was unable to use his onetouch ultrasoft lancing device due to it being damaged. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed that on (B)(6) 2011 at approximately 2 am, he was unable to lance his finger using the lancing device due to the threads that screw the cap on being damaged. It was noted that the patient manages his diabetes with insulin and is a self adjuster (unknown type and dose) and he denied taking any action regarding his usual diabetes management routine in response to the alleged issue. The patient reported that on (B)(6) 2011 at approximately 9:30 am, he went to urgent care for an unspecified reason and reported that a blood glucose test was performed using the doctor's meter; the result obtained was not specified and no other form of treatment was reported. The patient claimed that 1 week after the alleged issue began; he developed symptoms of "sweating, shaking and nervousness." It is unknown if the patient received any treatment for his symptoms. It is also unknown if the patient had stopped testing after the alleged issue with the lancing device. At the time of troubleshooting, the cca noted that the patient was using the subject lancing device for approximately 3 years prior to the issue occurring and there was no mention of misuse. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.